Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient underwent another procedure on (B)(6) 2006 and apogee and monarc were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2001 due to recurrent stress urinary incontinence. It was reported that patient underwent mesh removal on (B)(6) 2004 due to recurrent sui, mesh complications. It was reported that patient underwent mesh revision on (B)(6) 2006 due to recurrent sui. It was reported that patient underwent mesh revision on (B)(6) 2010 due to mesh complications. (B)(4).